Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the wolverine cb mr, ous 10mmx3.00mm device. A visual, tactile, microscopic and device to device interaction testing and leakage testing was performed. A visual examination of the balloon identified no damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Device analysis confirmed that a leak existed in the device. The leak was located in the inner/wire lumen which resulted in inflation liquid leaking out through the tip. This type of damage is consistent with a breach in the inner/wire lumen, which results in inflation liquid entering through the breach in the lumen and flushing out through the tip. The only damage identified along the entire inner/wire lumen was the bunching of the lumen at 4.9cm from the tip. A microscopic examination of the distal extrusion identified bunching in the inner/wire lumen. As a result of the bunching in the inner/wire lumen, it was not possible to insert a recommended 0.014inch size guidewire past the site of the bunching in the inner/wire lumen. No other damage was observed along the entire device. Due to the leak in the shaft, it was not possible to inflate liquid into the balloon.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed using an alternative device and no patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed using an alternated device and no patient complications were reported.